Manufacturer narrative:
Final analysis found an insulation abrasion at 11.0 cm to 11.6 cm from the connector pin. The exposure of the outer coil most likely caused the complaint reported from the field.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented the operating room for revision due to atrial noise as observed during inappropriate automatic mode switch episodes due to over sensing. The lead was extracted and replaced successfully. Patient will be monitored with routine follow up. No additional information was available.